Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Surgeon indicated, the pt was originally implanted in 2009 with a condylar plate for a distal femoral fracture. The pt went to non-union and was revised to another condylar plate and allograft bone graft in 2010.